Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lv lead would not capture in any vector. After fluoroscopy the lead was pulled almost out of the coronary sinus. The lead was explanted and replaced. The patient condition was fine before, during and after the explant. The product will not be returned.